Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the axsym cmv-igm assay generated an alleged falsely positive result, index = 1.296. The sample was repeated twice producing negative results, index = 0.243 and 0.267. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). To investigate the issue, the complaint text, the instrument history, and axsym system labeling were reviewed. As stated in the complaint text, a worn sample probe was replaced and there have been no additional documented occurrences for erratic results following probe replacement. The review showed the axsym system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. In the cmv igm package insert, literature is provided in describing suitable specimens, results, limitations of the procedure. Failure to follow the operations manual and package insert instructions may cause erroneous results. Complaint analysis and trending documentation did not identify any adverse trend for the customer issue. Based on the available information, the most probable cause for erratic results was a worn sample probe. The customer was instructed to record probe replacements and to verify pre-analysis sample handling. The analyzer is performing to specifications following suggested troubleshooting and probe replacement. A deficiency of the axsym system was not identified.